Event description:
Facility reported "obstruction in middle of the tube."

Manufacturer narrative:
Note: eval performed on actual sample. Substance found inside tube appeared to be dried lubricant. Substance was placed in water and disolved. This substance is not used in the mfg process.